Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) which included interviewing the customer and assisting with troubleshooting the unit. The rse had the customer test the unit using his simcube. At the same time, the nurse did a manual reading. Results showed both methods achieved the same results. The rse advised the customer to run a nbp calibration as outlined in the service guide. If the issue remained the rse recommended the customer to replace the nbp pump assembly. The customer reported the unit failed the leakage test and was unable to perform the calibration. Customer requested replacement of the nibp assembly under contract. The rse ordered the customer a replacement nibp assembly to resolve the issue. It was confirmed the unit has returned to working specifications with the replacement of the faulty nibp assembly. Based on the information available in the case, the cause of the reported problem was confirmed to be the nibp assembly. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported the diastolic number was reading 12 mm high. The device was not in use on a patient at the time of event, there was no adverse event reported.